Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer treating their low blood glucose reading with food. Customer believed not eating food for a while caused low blood glucose reading. Customer insulin pump will not be returning for analysis.